Manufacturer narrative:
This report is for an unknown artificial disc replacement /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a artificial disc replacement removal was scheduled for (B)(6) 2019. A revision procedure was scheduled to be with a plate and spacer. Reason for removal is unknown. There was no information about the revision surgery as of this time. This report is for one (1) artificial disc replacement. This is report 1 of 1 for (B)(4).